Event description:
Reporter indicated a vns therapy programming handheld screen was freezing after interrogation. The programming handheld has been returned to the MFR and is pending product analysis.